Manufacturer narrative:
The MFR's service rep talked to the customer on the phone. No conclusion can be drawn, as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported that the monitors on the itrak 3500 system were blank upon boot up. No pt injury was reported.